Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that the patient's complex anatomy combined with modification to the alterra prestent could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the aortic position, in a patient with a complex congenital heart, an alterra was modified by removing the ptfe covering of the inflow apices, by the surgeon. The alterra was re-mounted on the delivery system and was advanced to the level of the dks (functional systemic, native valve), via left carotid surgical cutdown, utilizing a 24fr x 33cm gore dsf. The alterra pre-stent was placed with the waist effectively at the annulus. A 29mm sapien 3 was mounted on a certitude delivery system and was advanced to the waist of alterra and was delivered following a reduction in flow to the left ventricular assist device (lvad). Although successfully deployed to the alterra waist, the device migrated inferiorly to a lower position (ventricular). Subsequent ascending aorta (asao) angiography revealed severe para-alterra regurgitation. The implanting team requested a second 29mm sapien 3 to be prepared on commander delivery system and this was advanced via the gore dsf/carotid, placed slightly superior to the initial thv implant. The degree of paravalvular leak (pvl) was assessed per asao angiography and was determined as moderate para-alterra regurgitation. The team discussed various options to eliminate this residual leak but decided to end the procedure and assess the patient status during the post operative hospital course. The procedure was completed and the carotid access was closed surgically. The patient was transferred to the picu in stable condition. There was some discussion regarding device closure of the aortic valve (dks) prior to case and also during the procedure, when it was apparent that alterra/thv's migrated inferiorly. The plan at case completion was to observe the patient clinically and intervene percutaneously or surgically if needed. The team stated that occlusion of the aortic valve would solve the physiologic problem but had concern regarding the unlikely possibility of lvad failure as this would result in an unrecoverable/fatal consequence of this strategy. The entire system moved to the left ventricle (lv). Brought back to the lab and placed an atrial septal defect (asd) device ' still paravalvular leak. Placed on ECMO, went to operating room the next day and removed the asd device and valve. The team oversewed the aortic valve and the patient is recovering. The present pvl was attempted to be closed with and asd device which didn't work and therefore, both the present and the 2 x 29mmn s3 valve was explanted.